Manufacturer narrative:
Concomitant products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer patient's mother. It was reported that the pump was removed a couple months after it was implanted due to infection. The catheter was left implanted.

Event description:
It was reported that the staff at the patient¿s skilled nursing facility noticed that the pump had eroded through the skin. The patient had ¿contractors¿ of the left upper extremity (lue) and was known to scratch and/or rub on the implant site. The pump was explanted as a result with a plan to replace the pump at a later date. No patient symptoms were reported. The healthcare professional (hcp) removed the pump and clamped/cut the existing catheter, and noted that he would recommend a referral to a neurosurgeon to have the pump put in sub-muscular should it be replaced. The patient was doing well, healing from the explant, and recovered without permanent impairment. The pump was used to infuse baclofen (lioresal). Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.